Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device started to buzz as soon as a battery device was coupled. It was determined that the device would not run and the trigger was jammed. It was further determined that the electronic control unit was bad (no voltage output), the electric motor was bad (unusual noise) and the oscillating head screw was missing a pin. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the battery oscillator device was not working. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.